Manufacturer narrative:
The pacer was received in normal working conditions with battery voltage above elective replacement level. Electrical and mechanical analysis performed indicates normal results and visual examination of the header and connectors revealed no contamination or foreign material that could contribute to the reported connection anomaly. Additionally, evaluation of the device under several load levels show the impedance was within normal range. Longevity assessment was performed, and the pacer was in normal range of operation with appropriate remaining longevity. The results of the investigation concluded the analysis of the device was normal, no anomalies were found. Based on the information received, the cause of the reported incident could not be conclusively determined

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up, there was variable pacing lead impedance (pli) noted on the right ventricular (rv) lead. It was suspected that a connection anomaly between the device and lead may be the cause. During the revision procedure, the set screw was found to be loose and the rv lead was noted to be disconnected from the device header. The device was explanted, and the rv lead was reconnected to a new device to resolve the event. The patient was stable with no consequences.